Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the preventive maintenance failed. There was no patient involvement noted.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from 15feb2017 to 16nov2020 and note that this device has been returned for service one time without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device

Event description:
It was reported that the preventive maintenance failed. Received unit back from repair and performed a functional verification test and the unit would not pass the plunger position accuracy test. Also attempted to calibrate 3 times and unit would not calibrate and failed every time on the 127mm test. There was no patient involvement noted.